Manufacturer narrative:
(B)(4).

Event description:
Procedure type: deep rectum. According to the reporter: the endo gia cut, but the clips fell out of the magazine without forming. A second magazine with the same lot was first tested and functioned properly. Because the case was very deep, there was no place for a second clip seam. Therefore, a purse string suture was made and the anastomosis was closed. There was unanticipated tissue loss. The operative time was not extended. There was no blood loss, no extension of the incision. Tacks that fell into the patient's cavity had to be retrieved.